Event description:
The customer was admitted to the hosp for high bgs. The customer stated that the doctors are not sure if the bgs are pump related or something else. Troubleshooting was performed. The lead screw did not rotate.